Manufacturer narrative:
Abbott field service inspected the analyzer and observed the cuvette wash nozzle 1 leaking; several parts were replaced including the peristaltic head tubing (rohs) which was determined to be the likely cause for the erratic results. A review of the service history for the architect serial (B)(4) identified no additional contributing factors on or around the date of the complaint. This review also found one subsequent report of falsely elevated magnesium results which was resolved by the performance of quarterly maintenance and manually cleaning the cuvettes. No further issues were reported. A review of complaint and trending data for peristaltic head tubing (rohs) identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The c4000 erratic result rate was reviewed and was within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation ins complete.

Event description:
The customer reported a falsely elevated magnesium result on the architect c4000 analyzer. Sample ID (B)(6) generated a result of >7.8 mg/dl (actual result 8.2 mg/dl)and repeat of 2.2 mg/dl. No adverse impact to patient management was reported.